Event description:
During investigation it was found that the lancet protrudes beyond the end cap of the multiclix device. No accidental stick reported. No adverse event reported. Customer did not provide the lot number of the lancets.

Manufacturer narrative:
The event occurred in (B)(6).